Event description:
It was reported while performing the procedure, the doctor found the guidewire j-tip bent. A new guidewire was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), the customer returned a single guide wire and 2-l cvc for evaluation. The guide wire and catheter showed evidence of use. The guide wire was observed to have a several kinks/bends throughout the body. The distal j-bend was misshapen. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual examination of the catheter revealed no obvious defects or anomalies. The major kinks in the guide wire body measured 174mm and 514mm from the distal end. The guide wire total length measured 602mm which is within the specifications of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.799mm which is within the specifications of 0.788-0.826 mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through the returned catheter, a lab inventory ars, and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations throughout the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported while performing the procedure, the doctor found the guidewire j-tip bent. A new guidewire was used. No patient harm reported. The patient's condition is reported as fine.